Manufacturer narrative:
At this time, there is no additional information. Once additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that one day after this right atrial (ra) lead was implanted, it was discovered that it had dislodged. A revision was performed and the ra lead was repositioned. The next day, chest x-ray confirmed that the ra lead had dislodged again. The physician is considering extracting the system to implant one from another company. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a second revision was performed and this ra lead was successfully repositioned again. No additional adverse patient effects were reported. The lead remains implanted and in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Additional information was received indicating this lead had again dislodged. An invasive procedure was performed. The lead was explanted and replaced. No additional adverse patient effects were reported.